Manufacturer narrative:
A ge representative evaluated the system but has not yet reported on repair details. (B) (4).

Event description:
The customer reported the system locked up during a procedure. No pt injury was reported.